Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e433 could not be determined. It is possible that the error was caused due to a destroyed transformer. The device's design was changed from the beginning of july 2020, after the device's manufacturing date, with an improved generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection the customer reported issue was not able to be confirmed however, an error code e433 was generated when unit was powered on and would not reset. The issue was found to be due to faulty generator board. Additionally, an old type lvps cable and power supply need replacing to comply with service bulletin for e172 error codes. Service noted it is recommended to upgrade software to version 12-a for compatibility with olympus powerseal instruments. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during reprocessing, the device was observed with insufficient electronic output , power is insufficient (output levels are not responding or low). There was no patient harm, no user injury reported due to the event. Device evaluation found , the device generated an error e433 when unit was powered on due to faulty generator board. This report is being submitted for an error e433 due to faulty generator board found on device evaluation.